Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's left t10 lead had high impedances, right t9 lead migrated, and right t11 was not providing adequate therapy. Surgical intervention was undertaken on (B)(6) 2024 wherein an additional lead was implanted to address the issue. The physician attempted to explant the existing leads but was unsuccessful.